Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 244 mg/dl and a correction bolus was delivered to address bg. Pump system check with tandem technical support (cts) found air bubbles in the tubing. Customer changed infusion set site and cts assisted customer with loading a new cartridge and priming air bubbles out. Tandem clinical diabetes specialist reviewed the pump features with the customer.